Manufacturer narrative:
The customer's softclix device was requested for investigation. Medwatch field initial reporter. Occupation - the occupation is patient/consumer.

Event description:
It was reported that there was an issue with a coaguchek xs softclix lancing device. The user was able to eject a lancet used for a previous test. When the user put in a new lancet, the exposed needle was sticking out of the end cap of the device. The user confirmed the needle was properly seated in the lancing device and the end cap was properly seated in place.

Manufacturer narrative:
The lancet device was returned for investigation. The reported failure of protruding lancets could not be confirmed during investigation. The returned device was tested at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. Medwatch fields d4, d9 and h3 have been updated.